Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a demonstration of the firing of the device, the cartridge was attempted to be set to the cartridge fork, however, set up was unable to be performed. As the firing knob came off, the product could not be used. Another device was used to complete the case. There was no patient involved.